Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device histoyr record review could not be conducted since the lot number was not provided. No corrective actions can be established at this time since the device sample is not available for evaluation. The device sample is necessary to perform a proper investigation to determine the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based only on the information provided. If the device sample becomes available at a later date this complaint will be updated.

Event description:
Customer complaint alleges "circuit kinked off at the column". Alleged defect reported during use. No report of patient injury or consequence. Patient condition reported as "fine".